Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and signs of corrosion was found on the safety valve pull magnet. The safety valve pull magnet was replaced but not returned for further inspection. No device logs were provided for evaluation. The corrosion is likely caused by liquid on the safety valve. Ingress of liquid/corrosive substance on electronics can cause failure/short circuits which might lead to a ventilator malfunctions. A failing safety valve may lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by corrosion on the safety valve pull magnet.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).